Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified since the event was not reproduced by the repair department. It was assumed that there was no issue with the power supply function of the device. The root cause was found to be an issue with the power supply of the facility. Additionally, the investigation summarized that the device issue was due to wear of the switch sliders and scope sockets as a result of repeated attachment and detachment of the scope for a long period of time. The device was manufactured more than nine years ago.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event of intermittently shuts off. The evaluation found worn out scope socket slider switch causing the high intensity mode not to work. Additionally, the device ignitor firing was weak, and the lens base was cracked. The olympus lamp was over 300 hours which was below specification and required replacement. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the visera elite xenon light source power off intermittently. There was no patient harm or user injury reported due to the event.